Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: a 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The daily insulin totals were found to correctly reflect the users programmed basal rate. A 10 u audio and 10 u normal bolus were both performed successfully. The display is faded and has a pinkish contrast. Removed pump cover and replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that the patient had been getting high blood glucose (bg) readings for the past couple of days. At the time of the call, the patient's mother reported that the patient had tested at 378 mg/dl earlier that day and claimed the patient had symptoms. The medical surveillance specialist (mss) spoke with the patient's mother on (B)(6) 2012 to confirm the symptoms the patient had. The patient's mother stated the patient had tested positive for ketones and had developed symptoms of frequent urination and excessive thirst in addition to being moody. In response to the high bgs, the reporter stated she corrected with bolus via pump and injection. At the time of troubleshooting, customer support noted that review of pump history did not reveal any stoppage of insulin that may have caused and/or contributed to the high bg excursion. Customer support advised the patient's mother to follow up with the patient's hcp regarding high bg. Customer support also recommend to change the patient's inset due to the high bg. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the high bg event.